Manufacturer narrative:
H6: evaluation codes update. Device evaluation: one device was received. A visual inspection found a cracked front water tank, third party ac plug, and it was leaking water. The customer reported problem was able to be verified during functional testing. The cause of the error is that the front water tank cover and quick connect elbow was leaking. The front water cover and quick connect assembly were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the reservoir and damaged case was present. There was unknown patient involvement and no patient harm reported.